Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm model#: sc-4318 lot#: 19597878 description: clik x anchor the explanted devices was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing an increasing pain at the implant site. The increase in pain was not device related and its cause was unknown. The patient underwent an explant procedure. No device malfunction was suspected.